Manufacturer narrative:
(B)(4). Vyaire medical has the suspect device in house and is in the process of evaluating the unit. Once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator would reset on it's own. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator was powered on with a known good ac adapter, a known good lung, a known good o2 supply source connected, and a known good circuit connected. The reported issue was not duplicated.